Manufacturer narrative:
Concomitant medical products: product ID d-evolutfx-34 (lot: 0011999384); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0011957875); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve had an infold at 80% that was not detected during valve check. The valve was fully deployed, and an infold was identified on echocardiogram. The patient remained stable, and a post-implant balloon aortic valvuloplasty (bav) was performed using a 25 true dilation balloon. The infold was relieved and no longer present. The patient had trivial aortic paravalvular leak (pvl) and post-implant gradient of 6mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 three media files and four static images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 88.9mm with a perimeter derived diameter of 28.3mm suggesting a 34mm evolut fx. The aortic valve did not seem to be significantly calcified. It is unknown if a pre balloon aortic valvuloplasty was performed prior to the implant. A fluoroscopy valve load inspection was not provided; thus, it is not possible to validate a good load. The media files show an evident infold just prior to the point of no recapture. It is not known if the infold occurred after the first deployment attempt of after recapture. Evidence shows that despite the presence of the infold, the valve was released. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. As reported, the infold was also evident on the echocardiogram. Subsequently a post balloon aortic valvuloplasty was performed, which seemed to have resolved the infold. According to medtronic best practices, if an infold is identifi ed, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, it is possible the infold was only detected after full release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading. It was noted that the infold of the valve frame was first observed after 100% deployment. One partial recapture was performed. No procedural delay occurred as the infold was not identified until after the valve was deployed fully. A post-implant balloon aortic valvuloplasty was performed. Per the physician, there was annular and leaflet calcification that contributed to the infold. No adverse patient effects were reported.